Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The prograsp forceps instrument was analyzed and found to have a broken main tube measuring approximately 38.36 mm from the distal tip. A piece measuring proximately 3.32mm was returned with the instrument. Components adjacent to this broken main tube showed damage which may indicate potential mishandling/misuse. The proximal clevis was dislodged as a result of the break. The probable root cause of broken main tube and dislodged proximal clevis were attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.